Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the unit failed to startup due to g1 board / bi failure, the db board cannot be set due to a failure, the image display failed due to lcd panel failure and there was an abnormality in the appearance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, image display failed on the high-definition lcd monitor. During the inspection of the returned device, the image display failed due to a g1 board. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: b3, d8, h4. This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. Olympus will continue to monitor the field performance of this device.